Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 587 mg/dl at the time of the incident and current blood glucose level was 139 mg/dl. The customer stated that the insulin pump was in dropped in the pool and it was not working. Customer stated that the screen was fogged over and could not barely saw it. Customer¿s high blood glucose was treated with manual injection. The insulin pump will be returned for analysis.